Manufacturer narrative:
Internal file number - (B)(4). The investigation determined the reported failure to advance and subsequent treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat a calcified and tortuous lesion in the mid left anterior descending coronary artery, a perforation occurred . The 2.8x16mm graftmaster rx coronary stent graft system was advanced to treat the perforation; but it did not cross as the vessel was too tortuous and calcified. It was noted that only balloons would cross. An unspecified balloon was used to perform prolonged balloon inflation and stabilize the patient. There was no reported adverse patient sequela. No additional information was provided.